Event description:
The caller stated that the customer had a tracheostomy tube that was leaking on the pilot balloon. The caller stated tube was placed in pt on (B)(6) 2010 and the pt was reintubated today, and the pt is on a ventilator. The customer reported that there was no pt harm.

Manufacturer narrative:
If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.